Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue was identified performing planned neurovascular treatment. The treatment was completed as planned by advising the customer to position the l-arm to head side, after which xper CT was performed again. It was reported to philips that the system's monitor was unable to display the image, and computed tomography was not completed. Upon troubleshooting, the philips field service engineer (fse) checked the system through video call and found that the customer had selected the head position protocol, but the l arm was still in the nurse position. To resolve the issue, the fse advised the customer to move the l arm toward the head side and continue using xper CT. After repairs, the system returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a potential for serious injury and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. According to the information obtained, the procedure remained unaffected, the procedure was completed as planned by repositioning the l-arm to head side. The procedure was finalized without a delay on the same system, is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's monitor was unable to display the image, and the computed tomography was not completed. No harm was reported to philips. Philips has started an investigation of this complaint.